Event description:
Came apart with the string detaching entirely [device breakage]. Seen by a hcp in a hospital earlier today and they were able to remove all of the remaining pieces [foreign body in reproductive tract]. Felt nauseous [nausea]. Did not feel well [malaise] . Case narrative: on 09-dec-2024, a spontaneous report was received from a consumer regarding a female of an unreported age who was using o.b. Original tampons - applicator and non-applicator versions (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started the use of o.b. Original tampons - applicator and non-applicator versions. On an unspecified date in (B)(6) 2024, after inserting the tampons over the last day or two (relative to (B)(6) 2024), most of them came apart with the string detached entirely, and the consumer had difficulty removing a tampon. Subsequently, on (B)(6) 2024, she was seen by a healthcare professional (hcp) at a hospital, and they were able to remove all the remaining pieces. Additionally, she felt nauseous and unwell before going to the hospital, but her symptoms have since improved. As of 09-dec-2024, the status of product use was not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included trend analysis, product risk documentation, review of the DHR for the lot and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance.